Event description:
A discordant, falsely elevated hemoglobin a1c (hb1c) result was obtained on one patient sample on a dimension exl 200 instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower each time. The second repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hb1c result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they never used the sample volume recommended by the hb1c instructions for use. Upon the customer service engineer (cse) specialist's instruction, the customer installed new probes and bleached the drains. A precision run was performed and patient samples were run and compared to another analyzer, with acceptable results. The cause of discordant, falsely elevated hb1c result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.